Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) verified that there were no failed storage spaces present and was unable to replicate the reported issue due to the drawer number not being specified. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers had failed and the customer was unable to resolve the issue even after restarting the pyxis system. The issue was observed in 3n, tower a, and labor a. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.